Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a fall while performing automated peritoneal dialysis therapy and the patient subsequently died. The event was further reported as the patient was connected to the homechoice device and the patient ¿must have gotten up, blacked out and tripped.¿ that same day, the patient was hospitalized and placed on life support. Also that same day, the patient¿s family requested the patient be removed from life support and the patient passed away. The cause of death was reported as suspected head trauma due to the fall; however, an autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.